Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported straight out of the package, there was a noticeable cut/tear in the wire. The pad was replaced immediately. There was no harm to the patient

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported straight out of the package, there was a noticeable cut/tear in the wire. The pad was replaced immediately. There was no harm to the patient.

Manufacturer narrative:
H6 investigation findings corrected from 4248 to 4247.

Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process. Quality assurance testing included an array of electrical tests. As part of the final assembly process of the defib electrode, each defib wire set is tested for continuity to ensure that the connector assembly can conduct current, and that it demonstrates electrical continuity. Finished goods wire testing is performed to ensure the finished product is working correctly. Lastly, prior to packaging the final defib electrode assembly, the product is 100% visually inspected. A sample was returned for evaluation. The sample returned showed a significant hole in the side of the wire. Some of the internal wires are broken/damaged. Finished goods wire testing was performed on the returned set and it failed. Given the information provided in the complaint and its investigation, no root cause could be identified related to manufacturing issues or deviations from the required specifications. Finished goods wire testing would have discovered this issue before release. From a corrective and preventative action standpoint, a quality alert has been issued to manufacturing both to elevate awareness and to notify of the reported condition. This complaint will be used for tracking and trending purposes.